Event description:
During strabismus eye surgery, the 6-0 vicryl j556g, while passing through the eye muscle, shredded and balled up with only a thin strand of the suture that passed through to the other side. The suture was removed and a new suture was used to complete the surgery.